Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure got delayed for less than 20 minutes and it is completed by using another system. The philips field service engineer (fse) inspected the system onsite and identified the reported issue. Upon reviewing the error logs, the fse identified low current on the x-ray tube. Upon troubleshooting, fse conducted tube conditioning three times, followed by tube adaptation, calibration. To resolve the problem. Fse replaced the x-ray tube and resolved the collimator problem by reinstalling software per nss guidance. The part is returned to further analysis, and it found the grid switch failed due to an insulation issue between the filament and cathode caused by a small filament short circuit. After the replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.